Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported edema and subsequent death remain unknown.

Event description:
Related manufacture ref: 3005334138-2019-00300, 3005334138-2019-00301, 2030404-2019-00044, 3008452825-2019-00269. One day post atrial fibrillation procedure, the patient experienced acute pulmonary edema and expired. The patient had a history of heart failure, the cause of pulmonary edema is unknown, there were no performance issues with any abbott devices.